Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was unable to charge beyond two bars. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned due to hospital policies.